Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump received a button error, low battery and alleged that it also was under delivering because the customer's blood glucose level was high and their heart was racing. Troubleshooting for high blood glucose/under delivery was performed. The customer's blood glucose was report to be over 300 mg/dl at the time of the incident. The high blood glucose began on (B)(6) 2107. The parent alleged that the insulin pump was under delivering because the buttons were not working and the battery was showing low. The drive support cap was normal. No air bubbles or kinks found. The customer's parent was advised that the insulin pump will be replaced due to the unresponsive buttons and insulin not delivering. Due to unresponsive buttons, troubleshooting was moved to button error/keypad anomaly. No significant events was stated. The customer was advised that the insulin pump needed to be replaced. Troubleshooting for low battery found that the battery lasted more than one week and the customer was advised to monitor. Battery out limit troubleshooting found that the batteries were out of the insulin pump greater than the duration allowed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Unable to perform displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unable to verify low battery alarm, battery out limit alarm and under delivery anomaly due to button not responding. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, missing end cap sticker and stained address/serial number label.